Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the reload couldn't be set up to the device. The device was not used. Another device was used to complete the procedure. Additional information received via email. 1. Can you confirm that product is available and will be returned for evaluation? The device is being shipped for analysis 2. What is the etching number of the egia ultra handle used (see attached photo, found on the handle of the device)? Asku 3. Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? Asku 4. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Egia 60 amt or egia 45 amt, the nurse canâ¿¿t really remember as the event is from last may. 5. Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? Asku 6. Was any reinforcement material used in conjunction with the stapling device? Asku 7. What surgical procedure was being performed? Asku 8. What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? Asku 9. Was surgical time extended by more than 30 minutes due to the product problem? Asku a) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Asku.